Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 375 mg/dl at the time of call. The customer stated that she had blood glucose that was around 400 mg/dl. The customer stated that he treated his high blood glucose with manual injections. The customer stated that there were no air bubbles and leaks found. The customer stated that the cannula was bent after removing the infusion set. The customer performed high pressure test. The insulin pump failed the first high pressure test. The customer repeated the high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.